Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a totally extraperitoneal hernia repair, the tack jammed while firing. The tack just showed half meaning it did not fire completely. There was no injury to the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received fully fired with the correct timing and the shaft bent. Functional testing was precluded due to the observed damage.. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the bent shaft. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration and bending of the shaft. The event did not meet the regulatory reporting criteria. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).